Event description:
Based on additional information was received on (B)(6) 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This unsolicited case from united states was received on (B)(6) 2017 from nurse this case concerns (B)(6) female patient who received treatment with synvisc one and later after unknown latency patient could not walk long distances, soreness in the right knee and swelling in right knee. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (batch/lot number: 7rsl021; dose and expiry date: not reported) for osteoarthritis of right knee. On an unknown date in 2017, after unknown latency, patient experienced soreness and swelling in the right knee. It was reported that the patient could not walk long distances. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: device malfunction: important medical event. Additional information was received on (B)(6) 2017 (both processed together with the clock start date of (B)(6) 2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced soreness, swelling in the right knee and could not walk long distances. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.